Event description:
"Situation: covidien blunt tip ligasure device defective. Background: ligasure device failed to operate as intended during a laparoscopic procedure. Assessment: ligasure would not work when applied. Two esus were utilized with the same device, but it failed each time. A new ligasure was opened and worked properly with the esu. Recommendation: investigate devices with similar lot number to verify effectiveness before deploying intraoperatively."